Event description:
It was reported that in an arctic sun device temperature probe target temperature not recognized. Error message at water level. Per follow up information received via email on 20feb2025, device will be repaired in the hospital by crs. Once done, paperwork will be uploaded to smx. No patient involvement. Per sample evaluation results on 20may2025, there was flow issue (02 low flow).

Manufacturer narrative:
The initial reporter's phone number that was provided was (B)(6). The complete initial reporter's facility name is (B)(6). The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the as the device met specifications during evaluation. The device was evaluated upon receipt. Per follow up information from technician on the wo, there were no issues with the temperature probe. Pm performed. There was flow issue (02 low flow). Manifold was replaced. Replaced mixing pump, circulation pump, heater, manifold and drain valves. Cleaning, inspection, functional check, water replacement, passed calibration, est, mtk. A risk review is not required as the reported issue is unconfirmed. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. Corrections: d, e, h all available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter phone # is (B)(6). The complete initial reporter facility name is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in an arctic sun device temperature probe target temperature not recognized. Error message at water level. Per follow up information received via email on 20feb2025, device will be repaired in the hospital by crs. Once done, paperwork will be uploaded to smx. No patient involvement.